Event description:
On 3/7/96 during an emergency generator test the ventilator stopped working while connected to a pt. The hosp stated that the unit's circuit breaker would not reset. The pt had to be manually ventilated and expired. The unit was tested on 3/8/96 in the hosp by co and the hosp's biomedical techs. They found the unit to be working fine on wall air. However, when the wall air is disconnected, its compressor does not start and keeps triggering its circuit breaker. The unit is now awaiting OEM evaluation as it is under warranty for having been reconditioned/converted by the MFR in 1/96.